Manufacturer narrative:
One well used nasogastric tube was returned and evaluated. The tear in the bolus portion appeared to have been caused by excessive pressure. The material had stretched, ballooned, and tore.

Event description:
MDR (B)(4) received from the FDA. During a routine nasogastric tube replacement, a tube that was placed 6 weeks prior was removed. Upon removal it was noted that there was a tear at the end tip and the weight was no longer in the tube. Gi procedures to remove the weight were done at bedside.